Event description:
Situation: multiple safety events involving cortrak tube placements resulting in iatrogenic pneumothorax have been reported. Background/assessment: key principles with cortrak insertion must be followed: cortrak insertions should only be performed by a clinician trained in cortrak insertion and utilizing cortrak tracing guidance as best practice. Cortrak feeding tubes should never be placed without the guidance device. Other types of enteral feeding tubes should not be used with the cortrak system. Recommendation: communicated to managers/individual users of cortrak. This communication was shared with all managers/teams that place cortrak feeding tubes. If you supervise individuals who place these cortrak tubes (rns, apps, mds) please e-mail. (B)(6) is requesting messaging be added to the consumables associated with this device to prevent users from placing tubes without machine guidance. Proposed language: this feeding tube should only be inserted utilizing the tracing guidance of the avanos cortrak 2 machine/device by a trained clinician. (B)(6) is evaluating new devices and technology for guided placement of enteral feeding tubes and would like to identify all groups placing such tubes under guidance.